Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative who reported that a pending alarm occurred on (B)(6) 2019. The pump was not implanted. The logs were read and the date of the alarm was (B)(6) 2019. The company representative thought that the pump was in their trunk when the motor stall was recorded. No patient symptoms were reported. No further complications were reported/anticipated.